Event description:
(B)(4). It was reported that the patient died. In (B)(6) 2010, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was a de-novo lesion located in the mid right coronary artery (rca) with 75% stenosis and was 10 mm long with a reference vessel diameter of 3 mm. The target lesion was treated with direct stent placement using a 3.00x16mm promus element ¿ stent, with 0% residual stenosis. The next day, the patient was discharged on aspirin and clopidogrel. The site reported that in (B)(6) 2014 the patient experienced a myocardial infarction(mi). The site reported that on the same day the patient died.

Manufacturer narrative:
Describe event or problem and patient codes updated.(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that cec adjudication results revealed possible stent thrombosis occurred at the time of the myocardial infarction. The primary cause of death is acute myocardial infarction.